Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least eight applications were performed with afapro28 balloon catheter with an unknown lot number without any issue on the date of the event. In conclusion, the reported transient ischemic attack (tia) and leg movement difficulty occurred after the procedure. There is no indication that the adverse events are related to the performance or a malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the patient had a transient ischemic attack (tia). The patient had difficulty moving their leg, which later improved the patient's hospitalization stay was extended. No further patient complications have been reported as a result of this event.